Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a device check. The patient had dislodged both atrial lead and rv lead. No sensing or capture on either leads. Both observed on xray. The patient was transferred to a different facility for lead revision. The patient condition was stable.